Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), back pain ("severe (chronic) back pain"), heavy menstrual bleeding ("change in their menstruation cycle - abnormally large amount of blood loss"), headache ("severe (chronic) head pain"), arthralgia ("severe (chronic) hip pain"), fatigue ("chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, hypersensitivity, back pain, heavy menstrual bleeding, headache, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and hypersensitivity to be related to essure. The reporter commented: various physical symptoms have developed after the treatment. As a result of the symptoms, the patient was hindered in her normal daily functioning, and she suffered damages. The plaintiffs have had to have the essure removed ¿ due to the mentioned symptoms ¿ by means of surgery. The removal operation brought with it that their fallopian tubes also had to be removed. Some of them were forced to also have their uteri and ovaries removed, with all the side effects ( including premature menopause) and consequences thereof. After removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared. Lot number: 893019, manufacturing date: 2011-08, and expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), back pain ("severe (chronic) back pain"), heavy menstrual bleeding ("change in their menstruation cycle - abnormally large amount of blood loss"), headache ("severe (chronic) head pain"), arthralgia ("severe (chronic) hip pain"), fatigue ("chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, hypersensitivity, back pain, heavy menstrual bleeding, headache, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and hypersensitivity to be related to essure. The reporter commented: various physical symptoms have developed after the treatment. As a result of the symptoms, the patient was hindered in her normal daily functioning, and she suffered damages. The plaintiffs have had to have the essure removed ¿ due to the mentioned symptoms ¿ by means of surgery. The removal operation brought with it that their fallopian tubes also had to be removed. Some of them were forced to also have their uteri and ovaries removed, with all the side effects ( including premature menopause) and consequences thereof. After removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: reporter¿s information was updated and a new reporter (lawyer) was added. Essure insertion date and lot number were provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), back pain ("severe (chronic) back pain"), arthralgia ("severe (chronic) hip pain"), headache ("severe (chronic) head pain"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems") and heavy menstrual bleeding ("change in their menstruation cycle - abnormally large amount of blood loss") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and hypersensitivity to be related to essure. The reporter commented: various physical symptoms have developed after the treatment. As a result of the symptoms, the patient was hindered in her normal daily functioning, and she suffered damages. The plaintiffs have had to have the essure removed ¿ due to the mentioned symptoms ¿ by means of surgery. The removal operation brought with it that their fallopian tubes also had to be removed. Some of them were forced to also have their uteri and ovaries removed, with all the side effects ( including premature menopause) and consequences thereof. After removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared. Most recent follow-up information incorporated above includes: on 26-may-2021: legal claim received: new events added - abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormonal problems and hypersensitivity. Outcome of events was also mentioned. On 28-may-2021: health authority reference number received - (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), back pain ("severe (chronic) back pain"), heavy menstrual bleeding ("change in their menstruation cycle - abnormally large amount of blood loss"), headache ("severe (chronic) head pain"), arthralgia ("severe (chronic) hip pain"), fatigue ("chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, hypersensitivity, back pain, heavy menstrual bleeding, headache, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and hypersensitivity to be related to essure. The reporter commented: various physical symptoms have developed after the treatment. As a result of the symptoms, the patient was hindered in her normal daily functioning, and she suffered damages. The plaintiffs have had to have the essure removed ¿ due to the mentioned symptoms ¿ by means of surgery. The removal operation brought with it that their fallopian tubes also had to be removed. Some of them were forced to also have their uteri and ovaries removed, with all the side effects ( including premature menopause) and consequences thereof. After removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality-safety evaluation of product technical complaint (ptc), update of imdrf codes based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), back pain ("severe (chronic) back pain"), heavy menstrual bleeding ("change in their menstruation cycle - abnormally large amount of blood loss"), headache ("severe (chronic) head pain"), arthralgia ("severe (chronic) hip pain"), fatigue ("chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, hypersensitivity, back pain, heavy menstrual bleeding, headache, hormone level abnormal, arthralgia, fatigue, amnesia and disturbance in attention outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal and hypersensitivity to be related to essure. The reporter commented: various physical symptoms have developed after the treatment. As a result of the symptoms, the patient was hindered in her normal daily functioning, and she suffered damages. The plaintiffs have had to have the essure removed ¿ due to the mentioned symptoms ¿ by means of surgery. The removal operation brought with it that their fallopian tubes also had to be removed. Some of them were forced to also have their uteri and ovaries removed, with all the side effects ( including premature menopause) and consequences thereof. After removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: reporter¿s information was updated and a new reporter (lawyer) was added. Essure insertion date and lot number were provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 893019) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), back pain ("severe (chronic) back pain"), heavy menstrual bleeding ("change in their menstruation cycle - abnormally large amount of blood loss"), headache ("severe (chronic) head pain"), arthralgia ("severe (chronic) hip pain"), fatigue ("chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), mental disorder ("psychological problems"), feeling abnormal ("brain fog"), alopecia ("hair loss"), tooth disorder ("dental problems") and bladder disorder ("bladder problems") and was found to have the first episode of hormone level abnormal ("hormonal problems") and the second episode of hormone level abnormal ("hormone disorder"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, hypersensitivity, back pain, heavy menstrual bleeding, headache, arthralgia, fatigue, amnesia, disturbance in attention, mental disorder, feeling abnormal, alopecia, tooth disorder, the last episode of hormone level abnormal and bladder disorder outcome was unknown. The reporter provided no causality assessment for alopecia, bladder disorder, feeling abnormal, mental disorder, tooth disorder and the second episode of hormone level abnormal with essure. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hypersensitivity and the first episode of hormone level abnormal to be related to essure. The reporter commented: various physical symptoms have developed after the treatment. As a result of the symptoms, the patient was hindered in her normal daily functioning, and she suffered damages. The plaintiffs have had to have the essure removed ¿ due to the mentioned symptoms ¿ by means of surgery. The removal operation brought with it that their fallopian tubes also had to be removed. Some of them were forced to also have their uteri and ovaries removed, with all the side effects ( including premature menopause) and consequences thereof. After removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared. Lot number: 893019. Manufacturing date: 2011-08. Expiration date: 2014-08 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jan-2022: adverse events psychological problems"; "brain fog"; "hair loss"; "dental problems"; "hormonal problems"; "bladder problems" added to the case we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body materials have been removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: various physical symptoms have developed after the treatment. As a result of the symptoms, the patient was hindered in her normal daily functioning, and she suffered damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.